Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they were ¿experiencing no stimulation¿ from their implantable neurostimulator (ins) on (B)(6) 2015. It was further stated the ins was reportedly charging, but the battery was dead. The patient was instructed by a manufacturer representative to restart her ins with her recharger as it ¿appeared to be that the device had gone into overdischarge¿; however the next day the patient reported her recharger was ¿unresponsive¿ and was ¿blank¿ with ¿no message on the screen.¿ the patient met with the manufacturer representative five days later and it was found the ¿recharger pin connection was bent.¿ it was stated the power cord was ¿visibly damaged and not transmitting electrical power to the recharger¿ and that there was a ¿broken connection.¿ when the recharger was connected to a plugged-in desktop charger, it was noted ¿the adaptor light showed green, but the recharger screen did not turn on or show any message on the screen.¿ the desktop charger cord was replaced as a result of the event and the issue was resolved. There was no surgical intervention planned or undertaken due to the event. The patient was alive with no injury at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.